Manufacturer narrative:
Additional information on this event was requested from the reporter but was not provided. The reported device was returned for evaluation. Microscopic examination of the device was performed and found no visible defects. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, a root cause of the event could not be conclusively determined.

Event description:
It was reported that the intraocular lens (iol) was explanted approximately 7 years and 9 months post implantation due to dislocation/subluxation. The patient was left aphakic. Additional information was requested but not received.